Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that faradrive steerable sheath clear was selected for cardiac ablation. During procedure, when the device was used for ablation in the left atrium and when the farawave catheter was pulled out and mapping catheter was inserted, valve was pulling the air into the system when aspirated. No damage was noted on the dilator. Several attempts were made to aspirate and remove the air for no outcome. Thus, the device was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for cardiac ablation. During procedure, when the device was used for ablation in the left atrium and when the farawave catheter was pulled out and mapping catheter was inserted, the valve was pulling the air into the system when aspirated. No damage was noted on the dilator. Several attempts were made to aspirate and remove the air for no outcome. Thus, the device was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.